Event description:
After a stent placement, an imaging procedure was done and during the withdrawal of the catheter, it stuck at the distal edge of the stent. The imaging core was pulled individually, but it was unable to be withdrawn; it was also unable to be pulled with a snare. When the catheter was rotated to an anticlockwise position and pulled slowly, it was withdrawn. Patient was listed as "good".

Manufacturer narrative:
A review of device history record was performed on the batch and no issue or discrepancies were found. The DHR review showed that the batch met all required specifications. During investigation, fluid were observed inside the telescope and distal tip assembly. No fluid was found inside the hub. Kinks were observed in the sheath assembly at 7.3cm, 12.6cm, 60.5cm and 63.3cm from femoral marker at distal side. The guidewire exit port was lifted. The guidewire that was used during procedure was not returned. A guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter. During image characterization testing, no image appeared in the systems due to imaging core wind up in the hub assembly. A CAPA has been opened to further investigate and define any corrective or preventive actions which may be necessary to remediate complaints of this nature. Root cause description: the damage to the guidewire exit port was likely caused by the catheter becoming stuck in the stent. Root cause for stuck in stent has not been determined. Wine up is a result of the imaging core being constrained which breaks the signal pathway leading to the loss of image. Root cause of kniks cannot be determined.